Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with a 6f sheath. Reportedly, the suture was not present when the plunger was pulled back. An additional device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Manufacturing engineering reviewed the reported details, returned device analysis and deemed the observed actuator wire separation from the tensioner is not related to product quality issue. The event description confirmed that the foot was operational during deployment. There are approximately seven stations where the foot must open/close to performed assembly tasks. Therefore, this unit was bonded in manufacturing process without issue. The investigation determined that the reported needle to cuff miss, observed failure to deploy the foot, actuator wire separating from the tensioner and subsequent unexpected medical intervention appear to be related to operational context. It is likely an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: analysis of the returned device found that the foot did not deploy after opening the lever. There was no adhesive present on the actuator wire. No additional information was provided.